Event description:
On (B)(6) 2010, the pt reported that about 1 week ago she noticed the up button on her insulin infusion device was not responding when pressed. She continued to use her device until tonight when all of the buttons stopped responding. She said that tonight her device vibrated and then displayed standard bolus 0.0. She said, she tried to clear this but none of the buttons responded. She removed her device battery and inserted a new one, but then received an e8 (power interrupt) which she cannot clear as the buttons are not responding. She confirmed the key lock was not on. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.